Event description:
Customer alleged receiving false negative results approx 10 times in one month. The customer stated the strips were not submersed past the max line. It is unk if a timer was used, but reported read time was 3 minutes. External controls were not ran. Internal control line was not evident and background was clear. Pt specific info was not available from the customer. The customer reported that she tested herself and only one line appeared under "t". The control line did not appear. Per product insert, this result is considered invalid due to control line not apparent.

Manufacturer narrative:
Investigation pending.